Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device full height cubie drawer failed and required maintenance. The field service engineer removed cubie and cleared foil to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es there was a hardware failure, and attempts were made to recover the drawer. However, it was unable to unload, as the large cubie did not release. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.